Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was that the downstream occlusion (dso) sensor was found to be worn or defective. The dso sensor was replaced to resolve the issue. Unit passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: april is the reported month of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette sensor error occurred. There was no patient involvement.